Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of perfix plug, patient was diagnosed with neuralgia, seroma, inflammation and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list seroma and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2015 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: 20-jan-2014 - patient was diagnosed with left indirect inguinal hernia thereby underwent open hernia repair with the implant of perfix plug. Per operative notes, "an indirect inguinal hernia sac was noted on the anterior medial aspect of the cord, was ligated and reduced. An extra large perfix plug was placed and the floor of the canal was covered with on-lay patch and sutured." (B)(6) 2014 - patient had seroma and was aspirated in left lower quadrant. (B)(6) 2015 - patient was diagnosed with left groin pain thereby underwent open repair with removal of mesh and ilioinguinal nerve block. Per operative notes, "the mesh was identified and dissected away from the structures in the groin. The plug and the mesh from the peritoneal space were completely removed. The ilioinguinal nerve block was performed the cause of pain is from the lot of inflammation." Attorney alleged that the patient had nerve damage, pain and seroma.